Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, an error message appeared on the machine when accessing controlled medications. The customer stated that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the logs needed to be sent for reimaging. A technical support specialist performed a full database sync to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.